Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cocked stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had a loose cap. The following information was provided by the initial reporter: "loose cap. The lid of the edta tube was not fully closed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had a loose cap. The following information was provided by the initial reporter: "loose cap. The lid of the edta tube was not fully closed."